Event description:
The patient was having problems getting her unit adjusted. X-ray revealed "the wire had pulled out from the probe and wound around the generator." The patient identity is unknown. The outcome is unknown.

Manufacturer narrative:
(B) (4).